Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "possibly popped".

Event description:
Patient reported left side "possibly popped", "deformed", "stabbing pain which started getting more intense", "different size than I said I wanted", and "obviously two completely different sizes". Patient also reported "breathing issues" not related to the device. The device remains implanted.